Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was experiencing high blood glucose. Customer also reported their insulin pump would have some blockage that prevented insulin from being delivered and caused their blood glucose to rise. The customer's blood glucose was 400 mg/dl. Customer had treated their blood glucose with a bolus. It was also found the customer was feeling hungry due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. Insulin was also able to exit from the customer's tubing. It was also found the customer's cannula was at an angle after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. Customer will be sent a tubing clamp to complete their troubleshooting. No additional information provided.